Event description:
The pt reported charging issues between the implant and the external equipment. The problem was not confirmed. The pt decided to explant the system.

Manufacturer narrative:
One lead extension was discarded by the medical facility and will not be returned for evaluation.